Event description:
It was reported that the patient presented for a follow-up visit in the clinic. Upon interrogation, it was discovered that the left ventricular (lv) lead had an elevated pacing threshold, resulting in loss of capture. The physician believed that this was due to calcification of the coronary sinus. The lv lead was capped and replaced on (B)(6) 2024. The patient remained in stable condition.